Event description:
Caller reported damage to pump housing surrounding the usb port, impacting the ability to charge the pump. There was no adverse impact to the customer¿s blood glucose level. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no response was received.